Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation/deployment - failure were able to be confirmed. Additionally, it was noted that the stent was exposed for a length of about 3mm, the proximal spool axel was smashed and the sheath was wrinkled. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the distal shaft was bent by the moderately calcified anatomy preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel and difficulty deploying the stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/deployment failure cannot be determined. Manipulation of the compromised device likely resulted in the noted smashed proximal spool axel. Interaction/manipulation of the device likely resulted in the noted wrinkled sheath. The noted exposed stent likely occurred during packaging/shipment back to abbott. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion. A 6.0x150mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and during stent deployment the thumbwheel failed to turn and the stent failed to deploy. The sess was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. On may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.